Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. It is not clear when the alleged issue began. The patient reported blood glucose results of "142 and 162 mg/dl" with the subject meter and "142 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results fall within the expected value of <= 30% and/or <= 30 mg/dl. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. At an unspecified time after the alleged issue begun, the patient claimed she felt symptoms of "low blood sugar" and was "semi conscious." Emergency medical services (ems) was contacted and transported the patient to the emergency room (ER). The patient stated she was administered intravenous (IV) glucose as treatment. The patient could not specify if she obtained a blood glucose result on the ems meter. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.